Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead impedance had decreased and the lead warning triggered. The lead had already been unipolarized. Over 59,000 output pulses were detected below 200ohms. The clinician noted the lead is likely to be replaced. No patient complications were reported as a result of this event.